Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that the patient feels a "pounding" with every heart beat and it has gotten worse in the last few weeks. It was later clarified that the patient is experiencing phrenic nerve stimulation (pns) due to the left ventricular lead. Different pacing configurations have been programmed with various outputs, but the pns persists. It was recommended to program the lead off. The lead remains in use. No further patient complications have been reported as a result of this event.